Event description:
It was reported that the patient's blood glucose level (bg) rose to 21 mmol/l (378 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge, after getting caught on clothing. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The data downloaded from the device did not show any timeouts or drive stalls during the run. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The exposed portion of the soft cannula was observed to be damaged. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.